Event description:
After final treatment, when PICC line should be removed, it couldn't be and had to be removed surgically, something clotting the outside of the PICC line. Update received on (B)(6) 2011: could not remove PICC from arm, had to be done surgically. Cancer patient having 6 weeks therapy - she was finished with her treatment and had to have the PICC removed. Patient outcome was not provided by reporter.

Manufacturer narrative:
Surgical procedure is not listed in the instructions for use. Removal difficulties are not specifically listed in the instructions for use. The complaint device was returned in a contaminated and used condition. Inspection of the device was unremarkable. Per quality control specification, an inspection of the catheter and material type is performed. The endhole is 100% confirmed to be free of tears, nicks and splits. In addition, the surface of the catheter is 100% verified to be clean and smooth. The appropriate design control activities have been performed. The instructions for use instruct the user on proper placement techniques as well as the appropriate contraindications, warnings and precautions. The device passed all required biocompatibility testing. At this time, we are unable to determine why the patient experienced this event. This is the first report of this type we have received involving a non abrm coated device. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. Per quality engineering risk assessment, the risk is insufficient to warrant corrective action at this time.